Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90-120mg/dl fasting. Verified the strips expire 12/13/2018. Customer confirms the strips have been properly stored and were first opened 2/25/2016. Reviewed meter memory: (B)(6). Memory concerns:all above results. This home health nurse called trying to help this gestational diabetic use the meter, the customer just leaning to use the meter. The nurse called because the meter is reading too low for these results to be correct. She ran 2 blood results on the customer 57 and 59mg/dl with no symptoms of a low blood sugar. The home health nurse ran a blood on herself and she had just eaten about 30 minutes ago and her blood result was 64mg/dl. She said there is no way her blood could be that low.